Manufacturer narrative:
The customer reported that the display for the prefense burned out. The display functions for half a second before the image gets extremely difficult to see. Customer would like to a spare monitor to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the display for the prefense burned out. The display functions for half a second before the image gets extremely difficult to see.